Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was requesting assistance with her basal rates. Customer was experiencing low blood glucose in the 50 mg/dl for three days. Customer does not feel the low until her blood glucose lowers below 50 mg/dl. Customer stated she wasn't eating as much as before and thinks her basal rates may be too high for her. Customer declined troubleshooting for low blood glucose. Customer stated she ate to treat for low blood glucose of 53 mg/dl. No further information reported.